Event description:
It was reported that during a da vinci-assisted surgical procedure, an integrated electrosurgical unit (iesu/erbe) had several errors c 33. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and confirmed several c 33 occurrences. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not remember reporting an erbe issue before the start of the procedure. However, the procedure was able to take place with the erbe system without any issues or delays. Since then, no further problems have occurred.

Manufacturer narrative:
Based on the claim against the product by the customer noting erbe error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed errors c-33 and replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis and the reported failure of c-33 errors was confirmed and reproduced. The erbe was placed on an in-house system and was run in normal mode. Upon visual inspection, the erbe appeared to be in good condition. The complaint regarding iesu error was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following: it was alleged that the erbe had errors c-33. The fse replaced the erbe to resolve the issue. Failure analysis confirmed the customer reported complaint. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.